Manufacturer narrative:
The reported event for a helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during device preparation before implantation, the extended lead did not return to its original position when the extended screw was confirmed outside the body. The lead was not used. There was no patient involved.